Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the aorta was used as the access site. A 20 fr introducer sheath was also used during the procedure. Following the implant of the valve, at the end of the procedure, a perforation at the access site was reported. Two units of blood were transfused. It was reported that the patient died on the same day as the valve procedure. The cause of death was not reported. It is unknown if an autopsy was performed.